Manufacturer narrative:
Additional product: brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-aug-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no.mfg date: 10-aug-2021, labeled for single use: no. (B)(4). Additional product: brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-aug-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 10-aug-2021, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the batteries were not charging. The status indicator for all three batteries would flash red while on the battery charger. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that (B)(6) met all requirements for release. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. A review of (B)(6)'s internal logs revealed that the lifetime max cell voltage had values above the anticipated maximum cell voltage. This observation is an additional finding not related to the reported event. A possible root cause of the out of range maximum lifetime cell voltage value in the internal log can be attributed to a manufacturing error. During functional testing, the battery was able to provide power and charge as expected. The battery was returned with cell voltages above the cell over voltage recovery threshold. Based on this observation, the battery likely did not experience a cell over voltage condition at the time of the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag indicates that there was a communication error between the main integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused (B)(6) to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flag and resulted in (B)(6) regaining functionality. Functional testing of (B)(6) revaluated that the battery was unable to charge on the test battery charger. During functional testing, test equipment was unable to properly read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main ic was unable to reestablish the battery's functionality. If an inoperable battery remains connected to the battery charger, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event involving (B)(6) and (B)(6) was confirmed. The reported event involving (B)(6) could not be confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6). H6: FDA results code(s): c02. H6: FDA conclusion code(s): d01. D4: serial #: (B)(6). H6: FDA results code(s): c02. H6: FDA conclusion code(s): d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three (3) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that (B)(6) met all requirements for release. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. A review of (B)(6) internal logs revealed that the lifetime max cell voltage had values above the anticipated maximum cell voltage. This observation is an additional finding not related to the reported event. A possible root cause of the out of range maximum lifetime cell voltage value in the internal log can be attributed to a manufacturing error. During functional testing, the battery was able to provide power and charge as expected. The battery was returned with cell voltages above the cell over voltage recovery threshold. Based on this observation, the battery likely did not experience a cell over voltage condition at the time of the reported event. Serial#: (B)(6) d10: yes h6:FDA method code(s): b01 h6: FDA conclusion code(s): d16 h6:FDA result code(s): c21 serial#: (B)(6) d10: yes h6:FDA method code(s):b01 h6: FDA conclusion code(s): d16 h6:FDA result code(s): c21 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.